Event description:
It was reported that the patient died. The 80% stenosed target lesion was located in the mildly calcified left main (lm) to left anterior descending (lad) artery. A 3.00 x 38 mm synergy xd was deployed and the proximal optimisation technique (pot) was performed with a 4.00 x 10 mm non-compliant balloon. A stent fracture in the proximal lm was observed and confirmed via intravascular ultrasound (ivus). The stent fracture was covered with another stent, but recurrent stent thrombosis was experienced and the patient died the day after the procedure. It was further reported that the lesion was prepared and pre-dilated with a 2.50 x 12 mm non-compliant balloon. 14 atm of pressure were applied to the 4.00 x 10 mm non-compliant balloon used during the pot.

Event description:
It was reported that the patient died. The 80% stenosed target lesion was located in the mildly calcified left main (lm) to left anterior descending (lad) artery. A 3.00 x 38 mm synergy xd was deployed and the proximal optimisation technique (pot) was performed with a 4.00 x 10 mm non-compliant balloon. A stent fracture in the proximal lm was observed and confirmed via intravascular ultrasound (ivus). The stent fracture was covered with another stent, but recurrent stent thrombosis was experienced and the patient died the day after the procedure.